Manufacturer narrative:
This product was reported in error as after further review it was identified there was no serious injury or reportable malfunction associated with the event.

Event description:
Procedure: total knee replacement. When impacting the tibia, impaction handle broke. The clips snapped off. No broken pieces fell into the patient. The surgeon had finished using the instrument when it broke so an alternate device was not needed. Case completed successfully with no delay. No adverse event to patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.